Event description:
It was observed that during the device inspection, the colonovidesocope had a scope communication error e216. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunctions related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported a scope communication error e216 occurred. However, per the legal manufacturer, this e216 error is not likely to cause or contribute to death or serious injury if the malfunction were to recur.